Manufacturer narrative:
The company rep tested the unit and observed a burnt terminal on the plug (male end). The company rep replaced ac line cord assembly (part number 0012-00-0886-01) and corrected the failure. The company rep performed functional and safety tests. The unit met factory specifications and was returned to the customer. The power cord was sent to (B)(4) repair center for evaluation. Sustaining engineering inspected the returned line cord and found the ground and line terminals bent. The probable cause was determined to be customer abuse. (B)(4).

Event description:
The customer reported that while the iabp was in use with a pt, the ac plug smoked, then sparked in the pt room. The iabp was replaced and the therapy was continued. No pt injury was reported.